Event description:
The customer reported that after experiencing a power surge, the system failed to recover and boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and replaced. The left monitor was also identified for replacement. The system was tested and found to be working as intended and returned to service.